Event description:
It was reported that t:slim x2 pump battery did not appear to charge, as battery level stayed at 85 percent for about 17 minutes despite showing charging symbol and being connected to different working wall outlets with tandem charging equipment, before later displaying 100 percent after being disconnected from power. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instruction to plug wall adapter into known working outlet and leave pump connected for at least 30 minutes, and technical support planned to follow up, but no additional information was received regarding the outcome of the event.